Event description:
It was reported that the event occurred in the cath lab during removal of the catheter. The md inserted the catheter via femoral artery and performed the angiography procedure successfully. During removal, when the balloon was deflated using a syringe to remove the catheter, blood was seen in the syringe. As a result, the device was removed and not placed since they were already finished with the procedure. Upon inspection of the catheter after it was removed, the balloon was found to be torn. No medical/surgical intervention was needed. There was no delay or interruption in therapy since the event happened at removal. There was no report of pt death, complications or injury. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.